Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high capture thresholds of 3.7 v. After repositioning, the thresholds did not change. Therefore, the device was replaced.